Event description:
It was reported that pre-mixed cadd 100 ml cassette no.1(lot 4219996 exp.11/11/2026) with flow-stop caused 'no disposable, clamp tubing' alarm on both pumps with reservoir volume 64 ml remaining was experienced. No further details provided.